Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated and the co2 gas inlet on the rear panel was deformed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc concluded that reported phenomenon was attributed to the deformation of screw part on the co2 gas inlet. The exact cause of the deformation of screw part on the co2 gas inlet could not be conclusively determined. However, omsc surmised that it was caused by external force being applied to the cylinder hose or tightening the cylinder hose with foreign matter adhering to it. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the installation of the uhi-4 which was returned to the facility after the repair, the cylinder hose (maj-1080) could not be connected to the uhi-4. There was no report of patient injury associated with the event.